Event description:
It was reported that the patient had intermittent lower back pain that had increased. It was indicated last week that the patient was scanned and the health care provider (hcp) was unable to see the catheter tip so it was planned to have the patient scanned in a '3t MRI'. It was later reported that the hcp was unable to locate the catheter tip at t11-t12 via magnetic resonance imaging (MRI) scan done on (B)(6) 2012. It was indicated that there was no change in the patient's pain after a dose change and the patient was on oral medications. It was noted that the cause of the event was due to a catheter dislodgement/migration. It was reported that the patient had no injury and that surgical intervention was pending. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).